Event description:
It was reported that a patient's right ventricular lead exhibited loss of capture due to high capture threshold. The lead was explanted and replaced on (B)(6) 2022.

Manufacturer narrative:
Correction: previously submitted report on may 13, 2022 did not identify the name of the physician (section e1).